Event description:
The customer was testing the 9800 system and noticed the c-arm does not go up or down. No pt was involved.

Manufacturer narrative:
The service rep found the standby key was not turned on all of the way. The key was turned on and the system operates as intended.